Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 9 events were reported for this quarter. 9 devices were received for evaluation. 9 events were confirmed during testing. 1 device was found to be affected by a migrated lever. 8 devices were found to have damaged loctite and a migrated lever. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device ran without user activation. 8 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact.